Event description:
It was reported that crystalens ((B)(4)) was implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to a z-syndrome. The user facility indicates that the lens was replaced with an (B)(4) intraocular lens. The pt's current prognosis is good.

Manufacturer narrative:
The lens has been requested but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.